Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for follow-up after having an af ablation. The patient claimed palpitation. High lead impedance was noted on the rv lead. No intervention has been done as the lead remains implanted. The patient was stable and will continue to be monitored.

Event description:
New information received states that the rv lead was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
New information received states that the lead was not explanted. The physician elected to leave the lead inside the patient body.